Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging anxiety caused by defective device. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Since there is no device information was provided. The exact recall number is unknown. Possible recall numbers include z-1972-2021, z-1973-2021, and z-1974-2021 h3 other text : device not returned to manufacturer.